Manufacturer narrative:
B5 - updated describe event or problem.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified vessel. A 5.0mmx20mmx40cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition. It was further reported that the target lesion was located in a severely tortuous shunt limb.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified vessel. A 5.0mmx20mmx40cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.